Manufacturer narrative:
Title: endoscopic ultrasound fine needle aspiration vs fine needle biopsy in solid lesions: a multi-center analysis source: https://www.f6publishing.com world j clin cases 2021 december 6; 9(34): 10507-10517. Doi: 10.12998/wjcc.v9.i34.10507 issn 2307-8960 (online). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study from 2016 to 2019 analyzed outcomes of 1168 patients who underwent endoscopic ultrasound guided fine needle aspiration (eus-fna) vs endoscopic ultrasound guided fine needle biopsy (eus-fnb) to evaluate the diagnostic test characteristics of both sampling techniques with and without rapid on-site evaluation (rose). Both medtronic beacon other non-medtronic needles were used with the following reported complication: hemorrhage with fna requiring medication administration of epinephrine (unable to determine whether medtronic or non-medtronic needle was associated with the complication). The authors also reported one death with the fnb but state that patient already had acute pancreatitis and indicate that the death was not related to the device. Fnb is superior to fna with equivalent diagnostic test characteristics compared to fna + rose in the diagnosis of non-pancreatic solid lesions. Our results suggest that eus-fnb may eliminate the need of rose and should be employed as a first-line method in the diagnosis of solid lesions.